Manufacturer narrative:
B2: other: subject developed a sacral fracture. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID: (B)(6), study ID: (B)(4). It was reported that following a two-level oblique lumbar interbody fusion at l4-5, l5-s1, subject subsequently developed a sacral fracture despite anterior posterior fixation. Onset date on (B)(6) 2026. Outcome status is not recovered/not resolved. Diagnostics: x-ray-1 performed on (B)(6) 2026 showed sacral fracture with loosening of pelvic fixation. Site related assessment: probable related to study device, possible related to procedure. Sponsor assessment: possible related to index procedure, possible related to device. Diagnostics: computed tomography-2 performed on (B)(6) 2026. Action result: CT of the lumbar spine from on (B)(6) 2026 was reviewed and reveals solid interbody fusion at l4-5 and l5-s1. Good callus around the fracture of s1. No substantial loosening of the screws. Possible mild radiolucency around the posterior aspect of the s1 screws bilaterally, but minimal. Superior end plate fracture of l4 as well. On MRI surgeon did not see any obvious acute edema in that level.